Event description:
Pt underwent left carotid endarterectomy on 3/8/94 without complication. On 3/9/94, at 21:10, pt turned head to right side and experienced sudden neck swelling, lost airway and began bleeding profusely from the left neck. CPR begun and pt was rushed to or, left neck explored, left carotid suture line found open at common carotid portion with broken sutures (knots were intact at either end). Pt could not be resuscitated and was pronounced dead at 21:41.